Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019. The blood glucose level was 583 mg/dl at the time of hospitalization and the current blood glucose was 93 mg/dl. Customer's blood glucose was at the time of incident was 47 mg/dl. Customer reports auto mode was not automatically delivering insulin at the time of low blood glucose. Customer was in the emergency room as the result of low blood glucose. Troubleshooting was done for high blood glucose. The customer was hospitalized. Customer was wearing the pump at time of hospitalization. The product will not be return for analysis.